Event description:
A report was received from the study indicating that, the patient had expired due to bronchopneumonia, complicated by bilateral pleural effusion. The exact cause of death provided by the initial reporter was respiratory failure, leading to cardio respiratory arrest. This event was reported as unrelated to the index procedure and devices. In reviewing the information provided for the death event, it was noted that a dissection occurred during a staging procedure that followed the index procedure. The dissection was treated with implantation of a 3.0 x 18mm cypher des. Additional information regarding this particular event is not available and will not be forthcoming.

Manufacturer narrative:
Please note: (lot# r0203338) is distributed outside the united states. However, it is similar to the untied states product. This is one three products being reported for the same event. Please reference manufacturing reports#: 9616099-2006-01135 and 9616099-2006-01136. The latter manufacturing report is applicable to two products with the same catalog and lot number. Any additional information will be submitted within 30 days of receipt.